Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damage. Visual inspection and found that toggle switch on the plus side was stuck. Investigator's removed the device back cover for further investigation. Visual inspection and found that incorrect 4-inch tubing (should be 3-inch tubing) was installed onto the toggle switch. Investigator's replaced the 4-inch tubing to 3-inch tubing. The problem source of the reported problem is manufacturing process.

Event description:
It was reported that the plus/minus switch on the h- 1200 pressure chamber was stuck. The device was brand new and had not been used on a patient.